Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 balloon kept leaking. They would inflate it and then it would not hold air and would deflate. There was no problem with the inflation valve. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The product is not available for eval. Internal file number - (B)(4).